Event description:
It was reported that the patient fell 3 times on the day prior to the report. The patient was implanted with their device on the monday prior to the report. Everything was ok and the programmer was working fine after the falls. Saturday, (B)(6), the patient got up and realized they had left their stimulation ¿on too long or too high¿. The stimulation was high when they laid down and everything was great and then on saturday morning it was zapping the patient. It was noted that they felt the zapping when they went to lay down. The patient turned their stimulation down but since then they hadn¿t been able to increase their stimulation. The patient had been in a lot of pain since the falls and the pain had gotten much worse. During the report, the patient was able to synchronize with their stimulator and it was set at 4.5. When they tried to increase their stimulation it was not allowing the patient to. The patient saw a screen telling them to turn their stimulation on. After the patient turned their stimulation back on they were able to increase it. The patient had a history of falls and walked with a cane. The patient had perfect stimulation coverage and was giving them good pain relief. A manufacturer representative met with the patient on (B)(6) and they went over recharging. The patient had good coverage with their stimulator and it did not feel too strong. Adaptive stimulation was not enabled at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had no stimulation sensation. The patient had stopped noticing the tingling the afternoon prior to the date of the report and was not able to adjust stimulation down, so they had to take more pain medication. The patient was getting 7.2v but did not have lightning bolt, the device was powered off. The patient did not have more than one program. Stimulation was turned on using on/off controls and patient was able to get the lightning bolt. Stimulation was adjusted back to where it was comfortable for the patient and she felt tingling in her legs at 5.9v. The patient must have done something when she recharged the day before the date of the report. The patient had left a voicemail for a manufacturer representative the date of the report. The issue of not feeling any stimulation was resolved.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).